Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, two (2) videos of the samples were provided for evaluation. The videos were reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of six (6) minicap transfer sets. This occurred during unspecified process steps of peritoneal dialysis therapy on multiple patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.